Event description:
It was reported that the patient had a volume discrepancy greater than 25%. The expected reservoir volume was 4.5 ml, the actual reservoir volume was 18 ml. The patient was not experiencing any symptoms. The hcp was considering further troubleshooting. The patient outcome was not reported. The patient's pump contained baclofen.

Manufacturer narrative:
.